Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test, due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1, pcba 2, force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware history files using crest and thus application. Pump error 35 alarm (broken force sensor error) confirmed, in history file or traces (B)(6) 2024, 11:49:00:000 pm, due to moisture force sensor. Unable to verify, frozen screen anomalies, unresponsive keypad and time clock anomalies, due to critical pump error alarm. Unit received, with cracked battery tube threads, fading serial number label and cracked case near belt clip rails. The unit p-cap test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed, due to pump error 35 alarm, due to moisture damage. Exposed to moisture damage confirmed. Unable to verify, frozen screen anomalies, unresponsive keypad and time clock anomalies, due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely keypad/button unresponsive/button error, frozen screen, pump error 35 indicating broken force sensor was detected during seating or regular delivery and time/clock anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer was not able to clear the error, buttons were not responsive and the time clock did not advance. The battery was replaced, but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.